Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was over 400 mg/dl at the time of incident and treated with insulin pump. The customer assisted with troubleshooting. Customer stated the insulin pump had insulin flow block alarms. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by infusion change. The customer declined troubleshooting for high blood glucose. The insulin pump and reservoir will not be returned for analysis.